Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient also experiences urinary tract infections, pelvic pain, frequency and back pain.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2001. Post operatively the patient experienced pain and erosion of internal bodily tissue. It was reported that the patient also experienced urinary tract infections, pelvic pain, and frequency and back pain. No additional information was provided at this time.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2001. Post operatively the patient experienced pain and erosion of her internal bodily tissue. No additional information was provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.